Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that x-rays for subject (B)(6) show mild heterotopic ossification on glenoid side.